Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke. A pulsed field ablation (pfa) procedure was completed with a farawave catheter. After the procedure, the patient developed stroke symptoms, a mild paralysis on the left hand was developed, but there was a trend of recovery. A magnetic resonance imaging scan was performed. The patient is expected to recover from the issue. Irrigation was not interrupted during the procedure; clot was not ruled out before the procedure. No further information was provided.